Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained via the opposite side of the lesion utilizing a retrograde approach. The 99% stenosed, chronic total occlusion (cto) target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2.0-40/146 sterling es / coyote es mr balloon catheter was used to predilate the lesion. Then a 4mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for another dilatation, however, the balloon ruptured during the first inflation at 12 atmospheres for 10 seconds. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).